Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the balloon was attempted to be in inflated however it was observed to be disengaged from the cannula at the distal end. It was reported that the balloon did not inflate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive air is applied during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use proper inflation volume of balloon using included syringe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon started to inflate the balloons, the two balloons became deflated. Another trocar was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: oms-t10btnl, omst10btnl 10 blunt tip trocar w/o latex (lot# p4d1023) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.